Manufacturer narrative:
(B)(4) . Batch #unk.

Event description:
It was reported that during an open thyroid procedure, ¿relax pressure on blade¿ was displayed frequently. The blade tip was broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.